Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure, the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient concomitant medications? If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that a patient underwent an intraabdominal peritoneal onlay mesh repair, ipom procedure on an unknown date and the mesh was implanted. It was reported that following liver transplantation patient received mesh (ipom). It was reported that the patient is suffering from development of seromas and chronic pain. It was reported that there was placement of drainage with seroma in (B)(6) 2019. It was also reported that since implant of mesh, daily recurrent fever up to 38 c without focus of infection. It was also reported that slight pain and slight swelling in area of mesh.